Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent upon completion of investigation.

Event description:
The event is reported as: complaint alleges: "the catheter was difficult to remove from patient. It was noticed by the nurse that the balloon was "folded." The nurse had to cut the catheter shaft at the bifurcation. The catheter was in place seven days before having to be removed. No patient injury reported.